Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet system, including an ilet 401 alert, after being disconnected from the pump for several days and then reconnecting, with air observed in the infusion set tubing and a missed meal announcement; the user was guided through a full supply change and resumed insulin delivery, after which glucose levels began to decline. Symptoms included no reported clinical manifestations. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed a cause that remained unclear, with possible contribution from infusion set air and prior disconnection, and no device component malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.